Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. Results - based on evaluation of user facility information and the returned sample; based upon evaluation of undamaged sections of the returned sample. Conclusion - based upon evaluation of user facility information and the returned sample; based upon evaluation of undamaged sections of the returned sample. Examination of the return sample confirmed: 10mm of the device from the distal end of the wire was missing; microscopic examination revealed that the cross-section at the point of separation showed evidence of stretching; and examination and testing of undamaged sections of the wire confirmed there were no indications of malfunction or pre-existing defect. A review of the device history record confirmed that there were no production related problems for this lot number. A sample pulled from current production was used to intentionally simulate the observed damage to the returned device and the results confirmed that the stretching on the wire is most consistent with the device being subjected to a pulling force resulting in separation. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample along with confirmation by simulation testing of a sample from current production are most consistent with the wire having been damaged as a result of continued attempts to manipulate the device against resistance. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that a portion of the guidewire was sheared during a percutaneous transluminal angioplasty (pta) procedure. The following information was provided by the user facility: the physician reportedly met resistance as he was attempting to penetrate the stenosis with the wire; subsequently, the wire was withdrawn and it was noted that the tip of the device ¿had been separated;¿ the detached material was left un-retrieved in the patient¿s vessel; the patient is currently ¿under observation¿; and a follow-up procedure is planned to remove the remaining portion of the device.